Event description:
It was reported that a user experienced fluctuating blood glucose and frequent reliance on glucose tablets while using the ilet system. The user had stopped announcing meals for approximately two months before performing a factory reset and setup with support, with sensor and fingerstick values in the mid to high range at the time of support. Symptoms included anxiety during hyperglycemia. Outcomes included transient disruption of therapy with user-initiated disconnection and subsequent resumption of automated insulin delivery after guidance. Investigation included technical troubleshooting, user education, and a full device reset with reconfiguration. Investigation of this case revealed successful re-pairing with the libre 3 plus sensor, confirmation of sensor-to-fingerstick agreement within an expected range, initiation of the learning process, and restoration of automated dosing. It was concluded that the event was attributable to use-related factors, specifically missed meal announcements and interruption of therapy, with the device functioning as designed after reset and setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.